Event description:
It was reported that the pump failed. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting so further information was not available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.